Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "baker 3 capsular contracture" and "peri-implant on the left with about 115ml. Collection more concentrated in the posterior region and associated with discreet enhancement of the fibrous capsule."

Event description:
Patient reported left side "pain", "swelling" and "fluid", and "folds/undulations/wrinkling." Healthcare professional reported "baker 3 capsular contracture", "left breast deformity", "enlargement", "peri-implant on the left with about 115ml. Collection more concentrated in the posterior region and associated with discreet enhancement of the fibrous capsule", and "slight enhancement of the fibrous capsular with an inflammatory aspect." Healthcare professional additionally reported "hematoma" and "patient suffered a severe trauma on the breast, which caused fluid collection"; therefore, this is not device related. The device has been explanted.